Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage falls within the design risk limits adhered to at klm. The review of the device history records was not possible due to no lot number being provided. The failure root cause cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
Patient underwent primary closure with a robicsk weave and failed one week after closure. Five sternal plates were then used along the sternum; however the two plates closest to the xiphoid pulled out. Implants were removed and patient was re-plated, some of the plates and screws removed were re-implanted back into the patient.